Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant components: model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 1100446676. Model/catalog description: reservoir. D4 unique identifier (UDI):(B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.